Event description:
It was reported that the right ventricular lead exhibited loss of capture. The physician elected to cap and replace the lead on (B)(6) 2022. The patient is recovering after the procedure.